Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was 331 mg/dl at the time of the incident and customer¿s current blood glucose level was 331 mg/dl. The customer was assisted with the troubleshooting. The customer also reported that the insulin was squirting during fill tubing process and was not getting out of the rewind. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised forced sensor system alarm.